Manufacturer narrative:
B5: additional information received via email on 12-oct-2021 and attached to complaint: no patient involved, issue occur in inhouse testing facility. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery expulsor was out of specifications. Expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. The DHR review is not applicable or relevant because this device is not an out of box failure and the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.

Event description:
It was reported that a smiths medical pump failed volume tests. No adverse patient effects were reported.